Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. The keypad overlay had weak adhesive bond at all locations. The insulin pump had missing end cap sticker. No ramping numbers anomaly noted.

Event description:
The customer's mother reported via phone call that they received button error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.